Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support informed the customer that loading the cartridge with cold insulin is off label per the tandem user guide. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 123 mg/dl.